Manufacturer narrative:
The down arrow button was unresponsive due to flattened button dome switch. The insulin pump had minor scratches on the display window, cracked display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and a cracked reservoir tube window.

Event description:
Customer reported the insulin pump is not working. Customer's blood glucose was 181 mg/dl. Customer stated there are cracks where he screws the battery in and the where the reservoir goes in. Customer does not know how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.